Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the staples were partially fired. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.